Event description:
A man contacted lifecor customer support to report that the screen was blank. He stated that the changed the battery pack and the screen was still blank. Support had the pt remove the battery pack and insert it into the monitor without pressing the response buttons. The pt received the tactile vibration alarm, but never got any verbal alarms and the screen remained blank. Support had the regional manager swap the monitor.

Manufacturer narrative:
Device evaluation summary: device eval of monitor has been completed. The reported problem was confirmed. The cause of the reported problem was a defective programmable logic device (u3) on the computer/analog pca within the monitor. U3 is used to program most of the functions of the monitor including the delivery of pulses. The foot cause of the u3 failure cannot be positively identified but was likely a random component failure. This is an unusual event. No adverse events resulted from the u3 failure. The pt received a replacement monitor.